Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well image in question, which appeared as visually negative. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 to assess the testing instrument in question. The fse replaced the instrument probe and the instrument was then subsequently categorized as follows. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.